Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global blood leaks when the needle is retracted. The following information was provided by the initial reporter, translated from italian to english: this morning I met with the coordinator of the department (dr. (B)(6)) and was informed that the problem reported to us had already occurred for some time (several months) even using other calibers of the same product. (B)(6) are you saying that the blood control function didn't work? The blood has splashed from the catheter hub just after pushing the button of the safety system, so we could assume blood control function has not worked properly. Are you referring to a leak beyond the septum? Yes.

Manufacturer narrative:
Investigation results: the complaint of a defective or damaged product could not be confirmed from the two sealed 18ga insyte autoguard units that were provided for investigation. A visual examination and functional test revealed no damage or defects. Since the affected units were not returned, the complaint could not be confirmed. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.